Manufacturer narrative:
Upon inspection the hrc technician found the emergency stop button was missing and needed to be replaced. Likorall overhead lift is a stationary lift mounted in a rail system. The rail system can be built straight, with or without curves, as a traverse system and also as a room-to-room system. Likorall overhead lift is intended for use in lifting and transferring patients, for example, from bed to a wheelchair, to or from the floor, for visits to the toilet, for gait, standing and balance training, when weighing the patient and when lifting the patient with a stretcher. The baxter technician replaced the emergency stop button to resolve the reported issue. Based on tis information, no further actions are required at this time.

Event description:
Technical service identified that likorall 200 had an issue, emergency stop button replacement. This occurred during baxter servicing/testing. There was no patient/user injury, medical intervention, symptom, or adverse event reported.